Event description:
A durable medical equipment (dme) supplier reported a customer alleged a remstar heated humidifier failed during use. The failure resulted in thermal damage to the device's housing. No patient harm or injury was reported. When contacted by the manufacturer, the dme reported, the customer used the affected device with an aluminum baking sheet; the device was placed on the baking sheet during use to catch water leaking from the humidifier. The customer also reported to the dme that they used only distilled water with the device. Upon receipt of the device from the dme, the manufacturer found a white residue inside the device's housing and on both sides of the devices electronic printed circuit assembly (pca). The device's pca also exhibited corrosion and component failure in a region of the pca which was contaminated with the white residue. The thermal damage to the lower housing of the device, a void approximately 1.125" x 0.625", was proximal to the area of the pca which contained the electrical components involved with the corrosion and pca failure.

Manufacturer narrative:
The manufacturer concludes that the residue found inside the device ( the probable cause of the pca corrosion, failure and the subsequent thermal event) is substantial evidence of: the use of non-distilled water with the product (contrary to the user's claim); the placing of the device in the container capable of retaining fluid sufficient for ingress of the device and; continued and repeated use of the device after the observation of a problem with its operation (leak). Product labeling for the device (ref. Remstar heated humidifier user manual, part number 1020426, and revision 00): recommends only distilled water be used with the device, cautions users to: drain and dry fluids spilled on the device prior to use, and not allow the water chamber to sit for any length of time after it has been filled with water, informs users that allowing water to sit in the chamber when it is not connected to the humidifier may cause the chamber to separate from the bottom plate, which could cause water leakage, and informs the user to discontinue the use of a device and acquire service in the event a problem is observed with its operation. A review of the manufacturer's complaint database from 9/19/2002 to 11/17/2008 was completed to determine if a trend related to improper use of the product resulting in thermal voids existed. No trend was identified. Based on the investigation findings and risk assessment performed to date, the manufacturer concludes that the probability of reported event recurring is remote and that no further action is appropriate.